Event description:
Initial reporter indicated that they had been having an increase in seizures. It is unknown at this time if the increase in seizures is above the patient's pre vns implantation seizure rate. Good faith attempts are being made for more information surrounding the seizure event.